Manufacturer narrative:
Initial reporter occupation = unknown. PMA/510(k) number = exempt. Device evaluated by mfg = device availability/return unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that when the user attempted to open the basket of a ngage nitinol stone extractor, it would not open. After the user removed the device from the endoscope, he attempted to open and close the basket and it still would not function. The procedure was completed using another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that when the user attempted to open the basket of a ngage nitinol stone extractor, it would not open. After the user removed the device from the endoscope, he attempted to open and close the basket and it still would not function. The procedure was completed using another new device. There were no adverse effects to the patient reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned for investigation in an open package. Inspection of the returned device noted: the mlla (male luer lock adapter) that connects the basket assembly to the handle was not attached to the handle. The support sheath was unable to slide along the basket sheath. Attempted to reassemble the handle, however, the mlla would not tighten due to the cannula being pushed against the collett knob. The basket sheath had been pulled thru the support sheath then became stuck. The basket extended from the sheath but was not deployed. Basket does not appear to be damaged. Unable to manually deploy the basket. A review of the device history record found no confirmed related non conformances. A review of complaint history records shows no other confirmed related complaints have been reported from the complaint device lot. The information provided upon review of the complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides no information related to the reported issue. The returned device was found to have a basket that was closed and could not be opened. Based on the available information, cook has concluded that the cause for the failure of the basket not to function could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.